Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There were no impedance measurements taken and no access to the clinician programmer. There were no trauma/falls reported that could be related to this issue. Healthcare reports ever since implant the patient had been having more leg spasms. The patient had them before implant but seems to have more since the implant. Patient was also complaining that the stimulation was shocking her and it was 'disturbing'. Location of symptoms reported: leg spasms, and shocking 'inside her'. Leg spasm increase since implant (B)(6) 2016 and shocking: (B)(6) 2016. Caller states the patient was in a nursing facility and the patient left their pp(patient programmer) at the doctor's office when she went for one of her most recent post-surgical follow ups ((B)(6)). Since implant the patient was still self-voiding 100- 400 ccs and still catheterizing so the caller was unsure if patient getting 50% benefit. The patient experienced uncomfortable stimulation today and leg spasm increases since implant date. Caller noted that the patient had not changed programming on her own since implant. Healthcare provider later called back because they found the patient programmer. It was confirmed ins (stimulator) was on and on program 2 at 1.3 volts. Caller turned stimulation down to 1.0 volt and the patient stated that the shocking sensation lessened and wasn't bothering her. It was reviewed that the caller should consult with the patient's managing healthcare provider regarding switching programs and to evaluate the patient's leg spasm increase claim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.